Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the safety mechanism will not disengage from catheter/stuck at hub. The following information was provided by the initial reporter and translated to english. The customer stated: "the needle cannot be removed after a successful puncture.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Initial visual inspection did not find any damage to the components. Functional testing was then performed by attempting to decouple the tip shield from the winged adapter. Decoupling was achieved, however, resistance was encountered while retracting the needle. This may have prevented complete retraction and, subsequently, decoupling of the needle. The defect of needle disengagement difficult was confirmed. The unit was dissected and measurements were taken for the outer diameter of the needle and the inner diameter of the washer through which the needle is threaded through. The unit was found to be within specification for both measured parameters. The hole in the tip shield near the washer was inspected for damage. Microscopic inspection found that there was damage present which was causing material to be present in the path of the needle. This type of defect may occur during manufacturing due to a bent needle or a misalignment when inserting the needle into the tip shield. Operators perform in process sampling and testing for retraction to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the safety mechanism will not disengage from catheter/stuck at hub. The following information was provided by the initial reporter and translated to english. The customer stated: "the needle cannot be removed after a successful puncture."